Event description:
Pt reported experiencing "very high" blood glucose during the night and after waking up in the morning. The infusion device has not displayed any e4 occlusion errors. The infusion set cannulas have not been kinked, and there are no obvious issues. Pt has discussed the basal rates with the (B)(4), and the (B)(4) believes they are correct. Pt requested that the insulin delivery of the infusion device be evaluated. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.